Event description:
During the cataract surgery, when dr. [Redacted] was trying to implant the iol, he noticed the lens was stuck in cartidge and could not be able to deliver properly, (dib00,18.0, [redacted], exp.03-04-2028) therfore, he requested an other lense and imlanted successfully!